Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure has been confirmed. Therefore, it was likely that the video function did not work properly due to the cable failure and the phenomenon [e224 (scope communication error)] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had an e224 scope communication error. The issue was noted at the beginning of a laparoscopic procedure and attempts were made to reset the error but they were unsuccessful. The procedure was delayed by no more than 5 minutes and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. It was also noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.